Manufacturer narrative:
Date of report: 21jun2019. Date rec'd by MFR: 19jun2019. A touchscreen assembly was return for analysis. During further investigation (fi), a visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements was performed on the returned touchscreen assembly. The touchscreen measured resistance are out of specification. The root cause was isolated to the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 26mar2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen issue. There was no patient involvement. Event date not specified, estimate used.